Event description:
It was reported that the health care professional (hcp)technical reached out to services (ts) to review the data of this implantable device. Upon review, it was noted that this implantable device reached an elective replacement indicator (eri) some time ago. Additionally, it was noted that this device triggered a lead safety switch. At this time, this device was explanted and replaced due to normal battery depletion. No adverse patient effects were reported.